Event description:
The customer contact reported particulate. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, it was reported that an unspecified particulate was noted at an unspecified location in the tubing of the tubing set. There was no reported delay of therapy critical to this pt. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed, if any medical interventions were required, and the pt outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.